Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "removal of foreign material" (foreign body, removal of). Product problem: "linting" (foreign material present in device). The customer reported that a pt presented with some foreign material (lint) in the eye on the post-op exam. The pt required a second procedure to remove the foreign material. Add'l f/u info has been requested.